Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that laser ablation was started but it was noticed that there was not laser action marked on the middle of a patient's cornea. This was the first patient of the day. Docking and suction were performed normally prior to ablation. There was not harm to the patient reported. The procedure was able to be completed the same day. Upon follow up, the problem was noted on the patient's first eye. The surgeon called off the rest of the procedures for the day including this patient's other eye. They have all been rescheduled.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).